Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21055009. The customer reported that a complete occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055009 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was no available for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during use. The following information was provided by the initial reporter, translated from chinese to english: "after the indwelling needle was connected, the fluid could not be drained, and the syringe could not be rinsed, and the connector was replaced in time, which had no impact on the patient"